Event description:
According to the reporter, on a laparoscopic bariatric surgery, the device could not recognize the reload. A yellow arrow indicating to remove the reload appeared. The power shell was changed but the issue persisted. Stapling could not be performed. The handle was changed and the stapler worked with no issues. There was no patient injury. Pli-10: medtronic's initial evaluation of the incident device found analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Concomitant medical product: sigpshell- sig power sigpshell control shell, lot# n2g0165y unk-sigadapt - unknown signia egia adapter, serial# unknown unknown egia su - unknown endo gia sulu, lot# unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted a view of the handle displaying the remove reload screen. Functionally, the handle was received with a fully depleted battery and was inserted into a charge. Eventually, the charging light emitting diode (led) of the charger turned to steady green. The handle was removed from the charger, but it did not initialize. The battery data was taken from the handle, and the cov (cell over voltage) permanent failure was tripped. The handle was opened up and the individual battery cells were measured to be 2.966 volts and 0.006 volts. The current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. The handle had 82 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.5 software at the time of the fpga reset/reprogram failures. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the device detected a reload as being attached when there was no reload attached. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: open cid. Visual inspection noted the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely cause for the additional condition is component failure. Another unreported condition was identified: cell over voltage (cov). Visual inspection noted the cell over voltage (cov) failure bit had been tripped due to the cell being over 4300 mv for 2 seconds. This failure will result in the handle being unresponsive. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.